Event description:
The customer reported experiencing high blood glucose for the past day. The blood glucose reading at time of call was 500mg/dl. The customer changed the infusion set to solve the issue. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the device passed the test. Performed a high pressure test and failed. Advised the customer to discontinue use of the insulin pump, and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.